Event description:
It was reported that the customer was hospitalized possibly due to an over delivery of insulin. Customer's blood glucose readings at the time of the hospitalization were nearly 20 mg/dl and attempted to treat with orange juice. It was noted that the paramedics were called and the customer was taken to the emergency room. . It was noted that prior to the hospitalization customer was attempting fill tubing. Customer noticed that the insulin kept dropping and it took a minute to stop, however continued. Perceived cause of the low blood glucose readings was possible over delivery. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.